Manufacturer narrative:
Findings: unit received with new software release detected error loop during boot up. Unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to alarm. Fault isolated to the mother board. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm new software release detected. Customer's blood glucose at time of incident was 102 mg/dl. Customer was advised that we will be sending replacement pump.